Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 00801803602, femoral head sterile product do not resterilize 12/14 taper, unknown lot. The 00771300600, modular femoral stem press-fit plasma sprayed cementless size 6, unknown lot. Item # unknown, unknown cup lot # unknown. Item # unknown, unknown liner lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03307, 0001822565-2018-03309.

Event description:
It was reported that a patient underwent hip revision surgery approximately 3 years post implantation due to pain, adverse local tissue reaction, corrosion, and metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 proposed component code: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material for both devices. The neck was submitted for further analysis. Analysis determined a consensus modified goldberg score of 3. A score of 3 corresponds to fretting on more than a third of the surface and/or aggressive local corrosion attack with corrosion debris. Root cause unchanged. This complaint is confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified quite a bit of fluid under pressure consistent with adverse local tissue reaction to modular neck. Abductor mechanism was completely damaged and engulfed in local tissue reaction. There was a rim of dead bone proximally including most of trochanter but remianing bone distally was in good condition. The acetabular and femoral components were well fixed and removed without any complications. All zimmer biomet products were removed and stryker components were implanted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : product not returned

Event description:
No further event information available at the time of this report.